Event description:
The physician was attempting to conduct an ablation of an area of vein. The display on the radio frequency generator was fluctuating between 44 - 0.5 watts. They used another catheter to complete the procedure without any issue. Evaluation summary: the closurefast catheter was received for evaluation. No ancillary devices or sonogram images from the procedure were received. The catheter was examined and a bend in the coil area of the catheter and a kink in the catheter were noted. The bend in the coil area of the catheter started approximately 5.5cm from the distal tip of the catheter. The kink in the catheter was approximately 77.2cm proximal to the catheter's distal tip. With the aid of a microscope, a dark spot proximal to the thermocouple gap in the catheter was examined and this revealed a puncture of the fep coating. The puncture of the fep coating exposed the coil element. The connector was examined and the pins were found to be straight. The catheter was tested functionally and did pass its functional testing on three different generators.